Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the foreign material could not be identified. It is unknown whether the reprocessing was conducted in accordance with instructions for use (IFU). There was no physical damage where the foreign material was found. A root cause of the foreign material remaining in the device could not be identified. The instruction manual states the inspection method associated with the event in "gif/cf/pcf-290 series chapter 3 preparation and inspection", and preventative measures in "reprocessing manual gif/cf/pcf-290 series chapter 5 reprocessing the endoscope (and related reprocessing accessories)". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited the nozzle having foreign objects. There were no reports of patient involvement.